Event description:
Boston scientific received information that following implant, the patient implanted with this right ventricular (rv) lead had a coughing spell. The device was checked and lots of premature ventricular contractions (pvc) were noted and rv thresholds increased from 0.4 to 1.3. The patient complained of pain in the center of the chest. The system was checked using an echocardiogram and no fluids were seen, however perforation was suspected. The lead was repositioned and the patient started violently coughing immediately after the procedure. An x-ray found the lead had pulled back slightly, however the measurements were good and the lead remains implanted. The physician surmised the coughing may have caused the lead to move. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.